Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated stretching and apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances. The lead was explanted and replaced. During the replacement procedure, the atrial lead dislodged. The atrial lead was .explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940 lead, implanted: (B)(6) 1999; 6945-65 lead, implanted: (B)(6) 1999. (B)(4).